Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's son noticed the device was in "off" state after the son returned from vacation. It was reported the device shut off between (B)(6) 2018 and (B)(6) 2018 and the patient had a return of tremor symptoms. Turning the device on induced a pain so the device was turned off until an appointment with the clinician was attended. The clinician turned the device back on with no side effects. The clinician hypothesized the patient may have accidently turned the device off. It was reported the issue was resolved. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.